Manufacturer narrative:
Since the original medwatch was filed the investigation has completed. The pump analysis found no defects or damage that could have caused the access site bleeding. The failure mode will be monitored and trended.

Manufacturer narrative:
The complainant in the EU has returned the product for analysis. The pump data logs have yet to be returned. The investigation is ongoing at this time. When the investigation completes, a final medwatch will be filed.

Event description:
At the medical facility in (B)(6) a patient had an impella cp placed via the left femoral artery for a high risk coronary angioplasty. The angioplasty was completed, and the patient was sent to the ICU on continued hemodynamic support with the impella cp. The weaning to explant was begun earlier than planned due to bleeding from the access site of the impella. The heparin concentration/anticoagulation was adjusted as well due to an elevated ptt (partial thromboplastin time) drawn bedside. The medical facility shared the ptt lab values and they are listed. The team additionally infused a total of 9 units of blood products to the patient. The impella pump was explanted and the patient was discharged home stable. The access site bleed needed no further intervention.